Manufacturer narrative:
The reported event was confirmed cause unknown. The product had caused the reported failure. Based on the evaluation, observed an unknown material attached on the surface of catheter shaft. The unknown material can be peeled off and not embedded. Sample has been sent for ftir test to compare with suspected material. Ftir examination shows the substance was inconclusive. Hence, the test unable to identify the origin of the foreign material. The finding considered as unknown cause. However, further investigation was documented in CAPA 13490360. The labeling and instructions for use were found to be adequate. A review of the lot file showed no rejects or rework associated with this issue. For the affected date code, the rejected units were recorded as in process scrap and will be disposed of after inspection. No non conformities or discrepancies were identified in any of the dhrs. Therefore, no additional action required at this time. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during product use, when inserting the foley catheter, foreign matter was attached to the side of the catheter near the balloon, and it appeared to be plastic. Since it has bodily fluids on it, it will be sent as it was without opening.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during product use, when inserting the foley catheter, foreign matter was attached to the side of the catheter near the balloon, and it appeared to be plastic. Since it has bodily fluids on it, it will be sent as it was without opening.